Event description:
Report received of the device failing to detect distal air in line. During testing at the user facility, the pump failed to detect distal air in line. There were no reports of any pt events while the device was in clinical use. Though requested, no additional info was provided.